Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a calibration error and a sensor error alert. Customer's blood glucose was 150 mg/dl but his sensor glucose would continue to drop to 49 mg/dl. Customer would then receive a threshold suspend alarm. Customer stated that he was at work at the time. Customer was advised to remove and change out the sensor. Customer was only calibrating when the pump asks him to. Customer was advised that he needs to calibrate 3-4 times daily. Customer will send back 6 sensors and receive replacement sensors.